Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on the same day due to excessive vaulting, elevated intraocular pressure (iop), significant reduction of irido-corneal angles, and pupil block. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: product evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).